Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler and the patients death. Currently, there is no reported allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the event. Patients with end stage renal disease (esrd) have mortality rates much higher than the general population. Based on the available information, the cause of the patients death cannot be determined. The esrd death form is not available and there is no report that an autopsy will be performed. The patients pd nurse reported the patients death is suspected to be related to a cardiac cause. The patient had a past medical history of esrd, chronic heart failure, chronic dysrhythmia, cardiomyopathy, other unspecified heart conditions and sleep apnea which are all significant risk factors for death.

Event description:
A registered nurse (rn) reported that this male patient on peritoneal dialysis (pd) therapy expired (B)(6) 2020. The cause of death was not reported. However, there were no recorded direct allegations that the death was related to a fresenius device, product malfunction, or product issues. In additional follow-up, another pd nurse familiar with the patient confirmed that on (B)(6) 2020 the patient was found unresponsive by a patient contact connected to the cycler. The nurse stated the patient was deceased upon arrival of emergency medical services (ems) in the home; no resuscitation efforts were performed. The nurse stated the cause of death has not been identified. Per the nurse, the esrd death form is not available, and no autopsy was performed. The patient has a past medical history of end stage renal disease (esrd), chronic heart failure, chronic dysrhythmia, cardiomyopathy, other unspecified heart conditions, and sleep apnea. The nurse stated the patients death is suspected to be associated with a cardiac cause. The nurse reported the cycler is not suspected in anyway to have cause or contributed to the patients death. It was reported the patient had been completing all pd treatments with the cycler prior to his death without any issues or adverse effects (treatment sheets are not available). Per the nurse, no further information is available.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as received simulated treatment was performed. A setup problem was encountered during step 1 of setup of simulated treatment. The cycler continuously looped back to step 1 after the test cassette was inserted and the pump door was closed. A failed main vacuum valve was preventing the cycler from building up system vacuum. The malfunctioning valve was replaced with a functioning main vacuum valve and the simulated treatment was performed again. The simulated treatment was performed and completed without any failures or problems occurring during the second trial. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, mushroom head check, and a valve actuation test. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b, on the bottom cover behind the front panel assembly, and on the inside of the top cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a balloon-valve pressure leak in the production problem report during testing and calibration. The balloon-valve tube was loose and replaced with a new tube. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.